Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implant date: (B)(6) 2008.

Event description:
It was reported that this right ventricle (rv) triggered an alert due to high impedance and an elevated sensing integrity counter (sic) count. The high voltage portion of this lead remains in use but the pace/sense portion of the lead was capped and the pace/sense portion of a previously capped lead was reactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the paces/sense portion of the right ventricular (rv) lead had fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.